Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on patient, when the package was opened, the suture had been detached from the needle. It was a control release needle. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, 4 detached needles, one suture, and five needle suture combinations that pertain to product code vcpb725d. This product code is control release and requires eight strands single armed per packet.upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The dispensed suture was inspected, and the insertion end did not meet the requirement. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample revealed that it was received, 4 detached needles, one suture, and five needle suture combinations that pertain to product code vcpb725d. This product code is control release and requires eight strands single armed per packet. Upon visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The dispensed suture was inspected, and the insertion end did not meet the requirement. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The functional test was performed in one needle suture using instron equipment and the pull force result met with the requirements. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.